Manufacturer narrative:
(B)(4). Batch # n90t55. The device was returned with the blade tip broken off and returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic myomectomy procedure, the procedure started as usual, however, after about ten minutes, the gen11 started to alarm with an error message (the reporter could not remember what the error message said) then it would stop alarming and function and then it would alarm again. The scrub nurse went to clean the tip of the device with a wet swab and the blade came off onto the swab. They kept the whole device to be sent back for examination. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.